Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 12atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.